Event description:
The customer stated that she was taken to the hosp due to hyperglycemia. The reported blood glucose reading was 309 mg/dl. The customer stated that she was not treated in any way. When the infusion set was removed from the customer's body, the cannula was bent. Troubleshooting was performed, and the basal rates and time were programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.